Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with amikacin (intraperitoneal, 25 days) and ciflox (500mg, 4 days) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was discontinued. No additional information is available.